Event description:
The event involved a primary blood set, 200 micron filter, pre pierced y-site, secure lock, 80 inch where it was reported that the blood administration set was throwing air bubbles. Device was discarded. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of blood administration set throwing air bubbles could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional reporter: (B)(6).